Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice device failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and passed. Temperature was within specifications. A volumetric accuracy test was performed and the device failed. An inspection was performed on the door and piston and revealed the piston foam was disintegrated. The cause of the rite failure was deteriorated piston foam. Test article door piston foam was installed and the manual volumetric accuracy test passed. The original door piston foam was placed back into the device and the manual volumetric accuracy test failed. Pal recommended scrapping the piston foam. The device was sent for servicing.